Manufacturer narrative:
Age/date of birth: mean age (B)(6). Date of event: article acceptance date is (B)(6) 2020. Serial number #: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable no indication the devices were explanted. Device manufacture date : unknown/not provided. (B)(4). The devices were not returned for analysis and remain implanted. There were no serial numbers reported; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Stanojcic, n., o¿brart, d., hull, c., wagh, v., azan, e., bhogal, m., robbie, s., & li, j.o. (2020). Visual and refractive outcomes and glistenings occurrence after implantation of 2 hydrophobic acrylic aspheric monofocal iols. Journal of cataract & refractive surgery, 46 (7), pp. 986-994. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: visual and refractive outcomes and glistenings occurrence after implantation of 2 hydrophobic acrylic aspheric monofocal iols a randomized controlled study was done to compare the clareon iol with the tecnis pcb00 iol in terms of visual performance, refractive outcomes, glistenings occurrence, and quality-of-life outcomes. One hundred thirty-nine patients with bilateral cataracts were randomized to receive the clareon (c iol) or tecnis (t iol) iol. Seventy-one patients (140 eyes) received the c iols and 68 patients (134 eyes) received the t iols. Perioperative events reported in the pcb00 group: iris trauma (n = 1), angle trauma (n = 1), stuck haptics (n=1), malpositioned haptics (n = 1), posterior capsule rupture (n = 1). Postoperative events reported in the pcb00 group: pco = posterior capsular opacification (n = 9), pco requiring nd:yag capsulotomy (n = 2), negative dysphotopsia at 6 months (n = 2), cme = cystoid macular edema (includes asymptomatic with 0.0 udva) (n = 11). One pcb00 iol was reported to develop grade 1 glistenings (between 1 and 10 glistenings/mm2). There are no indications in the article of any interventions provided for the other events (except for pco which required yag capsulotomy). This report will address the reported adverse events observed in the article. A separate report is being submitted for the reported product problems.